Event description:
It was reported that pump battery depleted too quickly and led to pump shutdown despite customer receiving low power alerts and shutdown alarm, and customer declined to share whether blood glucose rose to a very high level. There was no reported adverse impact to the customer¿s blood glucose level. Customer resumed insulin after shutdown, was instructed to fully charge pump battery, and agreed to upload pump logs for review, while technical support confirmed that reported usage did not fully explain excessive battery depletion and planned follow-up for further evaluation.